Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The device exhibited a "no disposable" alarm three times. There was a patient involvement and no harm/adverse event reported. Per reporter the patient believes that her pump stopped dispensing last night before it alarmed since she had loose stools, which only occurs when patient is off medication. The patient had a backup device to and was able to continue the life sustaining infusion. This was a continuous infusion of a dose of veletri 29ng/kg/min route IV, set flow rate and volume delivered were unknown.